Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The right ventricular lead was explanted and replaced. The patient was in stable condition.